Manufacturer narrative:
The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Event description:
During the procedure, the sideport tubing had detached from the introducer. The procedure was completed with no adverse consequences to the patient.